Event description:
A customer site in the united states reported that discrepant results (greater than 0.50 log10) were generated for patient samples and external controls with the cobas ampliprep / cobas taqman hiv-1 test between two different cobas ampliprep instruments (serial number: (B)(4)and serial number: (B)(4)). The customer indicated that the issue was resolved after one of the instruments (serial number: (B)(4)) was serviced. Although requested, more specific information (e.g., quantity of samples, actual log10 variability, titer range of the samples, etc.) Was not provided.

Manufacturer narrative:
Although the customer reported that the issue was resolved after one cobas ampliprep instrument was serviced, at this time it is unknown if the cobas ampliprep instrument was the cause of the discrepant results reported by the customer site. A conclusion cannot be drawn at this time as the investigation into this issue is ongoing. The investigation conclusions will be communicated through a follow-up report. (B)(4).